Event description:
Rep reported via email that the procedure went smoothly and the valve was set to 4. The next morning, the patient developed sub-durals due to over drainage. Dr. (B)(6) came in and experienced a post op patient of 18 hours who, as expected, had edema at the op site. The swelling was nothing dr. (B)(6) would say is excessive or unusual. However, it was too much for our programming tools to handle. He could not confidently locate the valve and subsequently could not get the indicator to provide accurate info. Needless to say the patient was x-rayed to determine setting and then again after reprogramming because the indicator would not work. (B)(4). Please refer to complaint cod-431-2012. A follow-up is being generated because b1 in the medwatch needs to be populated to serious injury.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. (B)(4).